Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "defective / contaminated components from supplier." The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there was white fabric on the pad was wet on an arctic sun device. The nurse wanted to know if it was condensation, water from the pads, or where the moisture was coming from. Described the design of the pads and how therapy could not be delivered if there was a hold in the pad or pad tubing. Explained that if the water was cold and the room was warm and humid typically the condensation was visible on the fluid delivery line (fdl). Nurse stated that the water was probably around room temperature. Suggested attempting to identify the source of the moisture (urine, IV fluids) and replacing the pad if it was soiled. Per follow up information received via email on 19jun2023, spoke with charge nurse who confirmed pad had been damp with urine. Pad had been neonate size for infant patient. Exchanged with new pad and disposed of soiled pad. Therapy completed with no further issues.